Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A physician reported an intraocular lens (iol) had a manufacturing defect and was unsuitable for implantation. Additional information has been requested.